Event description:
It was reported that during a lap hysterectomy procedure, the active blade on the device broke. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/19/2007. Information anticipated, but unavailable at this time.